Manufacturer narrative:
It was found that the customer was using expired electrodes from 16-dec-2025 through 31-dec-2025. The electrodes were replaced. As the customer was using expired electrodes at the time of the event, the investigation determined the event was due to a customer handling issue.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) found an issue with the reference electrode and replaced it. The investigation is ongoing.

Event description:
The initial reporter complained of qc issues and discrepant results for 2 patient samples tested for sodium (na) on a cobas c 303 analytical unit. Patient 1 initial result was 149 mmol/l. The repeat result was 140 mmol/l. Patient 2 initial result was 139 mmol/l. The repeat result was 130 mmol/l. No questionable results were reported outside of the laboratory.